Event description:
According to co's customer, several chemotherapy pts were expected to have less wbc results of 1.0 x 10 cell/ul. The pt samples were run on a gen.s and the wbc results generated were between 2.00 x 10 cell/ul. The samples were rerun on a different automated cell counter and recovered within the expected range of 0.30 x 10 cells/ul - 0.50 x 10 cells/ul. It is unknown at this time if any pt received treatment based on the erroneous wbc result.